Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/19/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/06/2015 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed pump reboots. There was no visible damage to the battery cap. The returned battery cap was able to secure onto the pump, and was able to maintain an electrical connection with the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. There was moisture in the battery compartment. The leak test failed due to a battery compartment leak. The pump was opened and no additional moisture was observed. Unrelated to the initial complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.